Manufacturer narrative:
Concomitant medical products: model: ddbb1d1, ICD; implanted: (B)(6) 2015.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD), system was extracted in order to treat the patient's systemic infection / bacteremia. The device and leads will be replaced at a future date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.